Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a routine dft test, noise was observed with pocket manipulation. The dft was cancelled and the lead was explanted and replaced. The patient was stable.